Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the extract transform load server was not up to date. A technical support specialist found that the etl failures were initially traced to the sql server integration services evaluation period expiring, confirmed through ssis (sql server integration services) and ssrs (sql server reporting services) logs showing ¿sql server evaluation¿ installation has expired.¿ the sql license had not been renewed correctly by the customer¿s it team, and the server was still running ¿sql server developer¿ instead of the required ¿sql server standard.¿ even after activating product keys and rebooting the database and report servers, ssrs continued to report the evaluation sku, indicating the license upgrade was done incorrectly likely without including ssrs. After reviewing logs, event viewer, and verifying that sql services on the es server were running, the sql evaluation issue was finally resolved using the correct ssrs installer and valid key. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server error message on the health sight viewer stating that the etl server was not running and also noticed that reports were not correct. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Event description:
It was reported that when using the bd pyxis¿ es server error message on the health sight viewer stating that the etl server was not running and also noticed that reports were not correct. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.